Manufacturer narrative:
Received one used. List #b3369, 9" bifuse ext set w/2 microclave¿, 2 clamps, luer lock; lot #13559366 and a photo showing a blue piece of plastic inside the fluid path at the bifurcated junction of the b3369 bifuse ext set assembly. A small piece of blue plastic was confirmed to be within the fluid path of the b3369 bifuse ext set assembly. It was discovered that the blue piece of plastic would have been too large to have originated from the two microclave assemblies into the interior of the b3369 bifuse ext set assembly. There were no missing blue pieces of plastic within ether of the two microclave assemblies. The blue piece of plastic could have originated from a source that connected to the male luer at the distal end of the b3369 bifuse ext set assembly but no devices were returned for investigation that would have been connected at that end of the assembly. The probable source of the blue plastic particle was unable to be determined, but there is nothing to suggest that it originated from the returned b3369 bifuse ext set assembly. The device history review (DHR) for lot 13559366 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 9" bifuse ext set w/2 microclave¿, 2 clamps, luer lock. It was reported that the patient reported seeing a piece of blue plastic floating around in the line of the tubing. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.